Event description:
Maude event report voluntarily submitted by patient and received from FDA indicates that patient underwent total right hip arthroplasty in 2006 and total left hip in 2007. The patient states that he has been in more pain than prior to the surgeries, and is unable to stand from a sitting position without assistance and extreme pain. He has seen several doctors in regard to his pain and is told that he will require a revision to remove the devices. ***update*** patient revised for pain, xray showed loose stem. **update** 01/25/2012 - litigation papers were received. Litigation alleges after the surgeries, the patient experienced severe pain and discomfort and inflammation in his left and right thighs and groin. He also experienced a popping and snapping sensation in his hip-joints when walking or moving to and from a sitting position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/10/2012 - pfs and medical records received. Part/lot was provided. After review of the medical records it confirmed loosening of the femoral stem. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges fracture (bone). Added unknown hip implant. Added revision hospital, revision surgeon and lawyer in the associated contact.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.